Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was not returned for evaluation. A photograph of the failure was provided. The investigation results are determined from the photograph. Observation reveals compromising cut on the section of the tubing that sits on the pump head roller. The root cause of this failure is believed to be due the placement of the tubing on the pump head roller before latching the pressure arm. This is caused by not centering the tubing over the pump head, and the cut occurs when operator first begins priming and the pump head begins moving, therefore cannot be seen. This complaint can be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from the affiliate reported that the current state of the patient is safe and the initials of the surgeon are ap.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via cst tool that during an unknown procedure the fms vue inflow tubing was leaking. The affiliate provided a photo of it, which is attached to the complaint. The affiliate did not report any patient harm.